Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was taken to the hospital due to high blood glucose of 365mg/dl, and she was treated. It was stated that the insulin pump alarmed an error during the manual prime process. Advised the caller that the customer should revert to back up plan. No further info was provided.